Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Rep reported that patient needed an MRI and has not charged for years. Rep is with patient, doing physician mode recharge (pmr). Rep said he is using his insr and it has a blue bevel. It was reviewed that patient¿s ins model needs an insr with a purple bevel. Rep will try to locate newer insr to finish charging patient's ins. Later, rep called back. States he left the room since last call and when he got back ins was %75 charged with last quartile blinking. Caller went to try to connect using tablet and got in the session for about 3 minutes and then a message came up saying the ins doesn't have enough power. Caller tried patient's patient programmer and was unable to connect. Caller then went to charge ins and the first 25% was full and the second quartile was charging--while speaking with the caller the ins then went to 75% with the last quartile blinking. Because the main focus was to try to put ins into MRI mode, the rep was instructed to use patient programmer to try to put ins in MRI mode. It was successful. MRI mode showed head-only eligible with code 13007101010. This code did not line up with what was in registration as there should be no extensions and the lead model is full body eligible. The caller then noted when he first connected with the tablet it had him set up as 'new implant'. It was reviewed this message comes up when the patient was last programmed with an 8840 that did not have complete patient info programmed. The caller followed the new implant procedure and put patient info in. The caller notes when he went to 'lead select' only the 0-7 was showing a lead (which should be correct) but there was no model number--this would make sense as to why the MRI mode was showing head only. When caller entered t-spine epidural tip location etc., the MRI mode showed full body eligible. It was reviewed that this is difficult situation and it is unclear if we should/can actually clear this patient for an MRI based on the series of events that took place today. Caller notes m-star does not show any lead location info. It was advised that this case would be brought to the tech group and the caller should try to consult with the patient's managing doc. Subsequently the rep called back, stating that they got the ins out of od and the patient was charging normally. The caller stayed with the patient and spouse for 10-15 minutes and then left. The caller back after two hours and the patient is still charging the first 1/4 of the ins with 8 coupling boxes. Caller notes when he came back it was initially six coupling boxes. Caller notes they used adhesive discs to keep insr antenna in place. The patient's spouse supposedly has been watching the insr. Caller did see the power on reset (por) as expected on insr. The caller has tried to connect with tablet unsuccessfully. The caller noted patient has a back injury not related to ins. It was reviewed that the only thing that really would make sense is that the coupling was down during the last two hours. Caller will watch the insr and ensure good coupling and continue to charge the ins. The patient¿s insr being not being used. No patient symptoms were reported.